Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented on (B)(6) 2023 with complaints of progressive shortness of breath and edema. The patient had acute kidney injury (aki) on chronic kidney disease (ckd). The patient was initiated on intravenous (IV) diuresis. The patient demonstrated diuretic refractoriness, and ultimately required a lasix drip with diuril (chlorothiazide) and acetazolamide for augmentation. The patient was continued on other regular medication including lactulose for hepatic encephalopathy. The patient's renal function failed to improve significantly, but a state of relative euvolemia was achieved and the patient was transitioned to per os diuretics. The patient developed sustained ventricular tachycardia (vt) on the evening of (B)(6) 2024 which required initiation of intravenous amiodarone. This resulted in the worsening of renal function. The patient developed worsening encephalopathy. The patient was initiated on dialysis with a goal of an improved mental status as elected by the family. The patient's mental status improved after dialysis and augmentation of medical treatment for hepatic encephalopathy. The patient decided to on the discontinuation of dialysis, lactulose, and the initiation of aggressive comfort measures. The patient decided on the discontinuation of pump support on (B)(6) 2024. The patient was administered medications for comfort at the time of pump discontinuation. The patient passed away peacefully due to progressive right heart failure. The death was not device related. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events, including cardiac arrhythmia, various types of organ failure and dysfunction (including hepatic dysfunction, renal failure, and right heart failure), and death, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. This section also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.